Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that low efficiency/concentration of intraocular gas was observed after surgery in an unspecified number of patients. No pt impact was reported. Since the surgeon exchanged the gas no other issue was detected. Additional info has been requested but not received to date. This is one of three med device reports.